Manufacturer narrative:
(B)(4).

Event description:
During atrial fibrillation (afib) procedure it was reported unit had "error 401" when physician tried to ablate. Additional information provided stated there was no patient consequence. Patient was under general anesthesia for 1 hour. Transseptal puncture was performed on patient prior to case cancellation. Patient did not require extended hospitalization.